Event description:
Per independent repair center: alleged o2 outlet broken.per independent repair statement o2 outlet broken. Key failure was the o2 outlet was broken. Additional malfunctions was the power switch had no alarm.